Event description:
Customer reported that an individual received a false positive result with cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 (cartridge sn (B)(4), lot 22074e, reader sn (B)(4)). A repeat cue test was performed on the same day and a negative result was obtained. Customer states a rapid home test was performed on (B)(6) 2022 and a negative result was obtained (brand not specified). Customer has obtained four doses of the vaccine. Customer had a little sore throat and some minor coughing. Test kit was stored in proper conditions and temperatures.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.